Event description:
A (B)(6) y/o female was admitted on (B)(6) 2019 due to osteomyelitis of her right big toe secondary to an infected ulcer. Podiatrist documented on (B)(6) 2019 he believed an MRI was necessary for developing plan of care for this pt. MRI order was placed by hospitalist at 12:41 pm on (B)(6) 2019. Pt's MRI was performed on (B)(6) 2019 at 20:00. On (B)(6) 2019, hospitalist documented "ent consultation requested, MRI may have dislodged septal button (through out of field)". Ent consult occurred on (B)(6) 2019, ent provider noted pt complained that nasal button was dislodged during the MRI on (B)(6) 2019. Per the medical record, pt denied aspiration, choking, or epistaxis. Ent provider documented nasal button was removed without difficulty from left nares and recommended f/u in the outpatient setting. Notification of possible event regarding MRI occurred on (B)(6) 2019. After further investigation, it was determined the pt had a nasal septal perforation prosthesis placed on (B)(6) 2019. On (B)(6) 2019 the vendor confirmed the device placed "should not be in situ during MRI examination." FDA safety report ID # (B)(4).